Event description:
Report rec'd indicated that patient had signs of red bumps and generalized irritated skin under wager and rash/itch under mass/border, except directly around stoma where 2 inch eakin was. Area is intermittently itchy with patchy areas of clustered white bumps. Generalized irritation is in shape of durahesive wafer. Report noted that nystatin powder was used, however patient outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA (B)(4) issued april 16, 2014. Device(s) listen in this report is (are) used for treatment, no diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. This report states that there are no significant trends.